Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the glow clinical trial (subject ID: 777-014). It was reported that female patient underwent a breast reconstruction with a 180cc mentor memoryshape breast implant and experienced cutaneous contour deformity post-operatively; it was reported there was wrinkling. It was also reported that the patient experienced generalized illness including pain, muscle cramps, sleep disorders, and hair loss. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On february 07, 2024, we became aware that the patient also experienced patient dissatisfaction due to the wrinkling that should have been included in the previous report. Patient dissatisfaction with the procedure outcome is included as part of the generalized illness list that the patient was experiencing/reporting. The patient had reported the breast pain on (B)(6) 2019 and reported to be resolved on (B)(6) 2023. It was also reported that during the patient's first, second, and third year follow ups, the patient reported post-op rheumatology signs and symptoms, which were captured in the previous medwatch report. Manufacturer¿s reference number: (B)(4), on (B)(6) 2024, we became aware that the patient also experienced patient dissatisfaction due to the wrinkling that should have been included in the previous report. Patient dissatisfaction with the procedure outcome is included as part of the generalized illness list that the patient was experiencing/reporting. The patient had reported the breast pain on (B)(6) 2019 and reported to be resolved on (B)(6) 2023. It was also reported that during the patient's first, second, and third year follow ups, the patient reported post-op rheumatology signs and symptoms, which were captured in the previous medwatch report.